Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after initiation of therapy, the flow rate was noted at 1.0 l/min. Per troubleshooting, the pads were disconnected and reconnected; however, the flow rate did not increase. The fluid delivery line was then removed and diagnostics were ran, with everything coming back at acceptable levels. The complainant was advised to change the pads and per call back, the flow rate on the new set of pads was noted at 2.3 l/min.

Event description:
It was reported that after initiation of therapy, the flow rate was noted at 1.0 l/min. Per troubleshooting, the pads were disconnected and reconnected; however, the flow rate did not increase. The fluid delivery line was then removed and diagnostics were ran, with everything coming back at acceptable levels. The complainant was advised to change the pads and per call back, the flow rate on the new set of pads was noted at 2.3 l/min.

Manufacturer narrative:
The event reported ¿it was reported that after initiation of therapy, the flow rate was noted at 1.0 l/min. Per troubleshooting, the pads were disconnected and reconnected; however, the flow rate did not increase. The fluid delivery line was then removed and diagnostics were ran, with everything coming back at acceptable levels. The complainant was advised to change the pads in the pack and per call back, the flow rate on the new set of pads was noted at 2.3 l/min¿ was unconfirmed because during visual evaluation the pads were inspected and found to have the trim pattern correctly performed. The plastic tubes were found completely assembled and covered the total of the clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears, or perforations. The seal between the manifold connector and the pad was found completely sealed. The energy connector for the right chest pad was found slightly damaged and the other connector was found free of damages. The pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pad returned. However, the flow rate was found to be acceptable on all the returned pads, as the flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).